Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) alleging that he was missing a lancing device and test strips from his onetouch ultrasmart system kit. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient allegedly discovered the issue on (B)(6) 2011 at 8am. The patient's testing frequency is not known, the patient indicated he was recently diagnosed as a diabetic (date unknown), and he manages his diabetes with only food. The patient indicated he has using another meter (type not known); however, indicated it was time to purchase another one. It is unclear if the patient continued to test his blood glucose with his original meter after discovering the alleged issue. The patient indicated he continued with his usual diabetes management routine, specifying he watched what he was eating. As a result of the alleged issue, the patient claimed he developed symptoms of weakness, fever, dizziness, and 'passed out' (date/time unknown). The patient denied receiving any medical intervention after the alleged issue began; it is not known when the patient's symptoms improved. During troubleshooting, the csr confirmed that the closure seal was on the packaging was intact. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.